Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power surge error message while connecting the pump to a power source via computer, despite the use of multiple usb cables. Customer¿s blood glucose level was not impacted. Reportedly, using an alternate cable resolved the issue.